Manufacturer narrative:
There is a previous complaint regarding the same issue concerning this code batch. The complaint was closed as confirmed after the analysis. We have received four closed and five open and unused samples. All open units are unused and have the needle detached from the thread and some threads are still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.44 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Although all the closed samples received fulfill the requirements, we consider the complaint as confirmed taking into account the open samples received and that there is a previous complaint for the same issue. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. All medwatch report associated with this report: 3003639970-2018-00760, 3003639970-2018-00761.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going, supplemental report will be provided when additional informaiton is available.

Event description:
It was reported that on (B)(6), after the nurse opened the package, it was discovered that the needle was separated from the thread. This was noted prior to use, no patient involvement reported. It was stated that this occurs frequently. Medwatch reports are being submitted for each reported date: 3003639970-2018-00759 (this report - (B)(6)); 3003639970-2018-00760 ((B)(6)); 3003639970-2018-00761 ((B)(6)).